Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use, a grey longevity bar status was observed. The device was not implanted. There was no patient involvement.